Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd ultra-fine¿ pro pen needles leaked insulin after the injection. The following information was provided by the initial reporter: "end user claimed bd ultrafine 4mm pro will cause insulin leakage after injection. No such problem when using the previous generation bd ultrafine 4mm pn with pentapoint and easyflow".

Event description:
It was reported that 10 bd ultra-fine¿ pro pen needles leaked insulin after the injection. The following information was provided by the initial reporter: "end user claimed bd ultrafine 4mm pro will cause insulin leakage after injection. No such problem when using the previous generation bd ultrafine 4mm pn with pentapoint and easyflow".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.